Manufacturer narrative:
The force bipolar instrument was received for failure analysis. The force bipolar instrument was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed continuity test. The instrument passed energy delivery test. The instrument was fully functional. The customer complaint was that one side of jaw popped out during a procedure and the instrument was found to have a kinked conductor wire. The jaws of the instrument were found not to be out or bent. Additional observation not reported by site: the instrument was found to have a kinked conductor wire in the grip tip. The conductor wires were not exposed as a result, and the insulation is damaged. The instrument passed the continuity test. Components adjacent to this kinked wire did not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the force bipolar instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument had one side of the jaw popped out. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: as soon as the jaw was broken the grip on the tissue was easily released. No other fragment was found, and the instrument was checked for alignment before use. The instrument was replaced with another.

Manufacturer narrative:
Updated fields: a2, a3a, a3b, a4, a6, h2, and h11. Additional information: intuitive surgical, inc. (Isi) received a FDA voluntary medwatch report (MDR) with MDR report #mw5176840 stating: "force bipolar robotic instrument broke inside of the patient. Had to remove the instrument with the trocar." Isi also contacted the site's robotics coordinator and obtained the following additional information regarding the reported event: the force bipolar instrument jaw had become disjointed during the procedure. It was never stuck on any tissue and there was no damage to any tissue or injury to the patient. No fragments fell inside the patient at any time. Due to the dislocation of the jaw of the instrument, the force bipolar instrument was removed from the patient together with the trocar. The incision port remained intact and there was no need to increase the size of the port incision site to remove the instrument and trocar.

Event description:
Refer to h11 for follow-up information.